Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the hematocrit (hct) and hemoglobin (hgb) readings were all over the place on the blood parameter monitor (bpm). They fluctuated constantly per the customer. For example: readings went from 25 to 19 to 36. The device was not changed out, as they used blood gases instead. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: according to the perfusionist (ccp), there were no issues with boot-up of the monitor and there were no color chip-failures. Right from the start of cpb, the hematocrit measure of the bpm did not appear accurate and was erratic with values changing from a hematocrit level of 25 percent to 19 percent to 36 percent in just a few minute period. Multiple in-vivo recalibrations were completed, but they did not improve the accuracy or the stability of the values.